Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were in a car accident on the 18th and they couldn't get the stimulator working at all. Patient said that they needed to go for an MRI, however the MRI facility wanted the implanted neurostimulator working. Agent redirected patient to healthcare provider to further address the issue. Patient noted that they had an appointment coming up with hcp. Patient mentioned that they left a voicemail for manufacture representative (rep), today as well. Patient stated that rep's voicemail said that if the machine was not working and to call patient services. Agent reviewed patient services role with the pt and redirected pt to hcp. Additional information was received from manufacturer representative (rep). Rep reports the ins was tilted in the pocket. Rep reports the physician scheduled the pt for pocket revision/replacement. Rep reports this issue was resolved by replacing the ins and revising the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the customer discarded the device.

Manufacturer narrative:
See updated d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.